Event description:
It was reported that the patient's electrogram showed t wave oversensing and a low r wave sensing value. It was later reported that the patient received inappropriate therapy. The right ventricular [rv] lead remains in use. No further patient complications have been reported as a result of this event.

Event description:
It was reported that the patient's electrogram showed t wave oversensing and a low r wave sensing value. The right ventricular [rv] lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.